Event description:
It was reported that the remote monitor transmission showed dotted lines, which represent an interruption or difficulty with transmitting, in which markers and complexes could be missing at this time. Rerunning the transmission with the patient still, or assessing the patient in the clinic, was suggested by medtronic technical services. Follow-up information later received reported the patient's implanted device was checked in the clinic the following week, and there was no device malfunction noted. The monitor remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.